Event description:
It was reported that an embolectomy catheter broke in the patient. The customer reported that the balloon had separted from the catheter shaft. The customer used another catheter to successfully retrieve all the parts. The patient is reportedly doing well. No permanent patient injury reported.